Manufacturer narrative:
(B)(4). The customer reported a bad ac power module. There was no reported pt involvement. The customer confirmed the ac connector was cracked. The customer was sent a replacement ac power module to resolve the failure. The module was not returned for eval.

Event description:
The customer reported a bad ac power module. There was no reported pt involvement.